Event description:
Account reports one patient sample that generated free t3 and free t4 results which did not fit with the clinical picture of the patient. Initial free t3 result gave 32.55 pmol/l, free t4 gave 12. Pmol/l, and tsh gave 4.54 uiu/ml. A second sample was obtained from the patient, and was tested using two different methodologies. No date provided for this second sample. First method gave free t3 of 3.38, free t4 of 0.9 ng/ml and tsh of 6.76 uiu/ml. Sample repeated by another method gave free t3 of 1.88 pg/ml, free t4 of 0.94 ng/dl and tsh of 4.57 uiu/ml. No information provided to determine if results were used to guide therapy. The investigation unit did not verify customer complaint. Patient sample/s was not available for further investigation.